Event description:
It was reported that the radiofrequency programmer head was unable to detect devices. The programmer was returned for service, although no programmer head accompanied it. Follow-up attempts to obtain the programmer head or at least its serial number were unsuccessful. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).